Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report permanent out of range signal on (B)(6)2014. The patient did not report any injury or medical intervention.